Event description:
Eri was reported on this device.

Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. Battery trend data showed an unexpected voltage drop that resulted in the observed activation of the eri battery status. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. At a next step the memory content of the device was inspected. The data showed an inconsistency between the amount of charge taken from the battery and the battery voltage, which led to the automatic activation of the eri battery status. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected and consistent with the interrogated ICD data. There was no indication of a malfunction of the electronic module. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual inspection which did not reveal any signs of damage. In a next step, the battery was opened for destructive analysis. The analysis identified a short circuit within the battery, which led to an increased internal self-depletion and, as a result, to the clinical observation. In conclusion, the analysis revealed an elevated internal self-depletion within the battery. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service.

Event description:
Eri was reported on this device.